Manufacturer narrative:
The system was serviced in the field and the system failed imaging modalities. The system would not power on. When plugged into ac power and umbilical connected battery status indicator shows one blinking red battery indicating a failure of a battery pair. All batteries in the system were found to be depleted when tested. Uv override performed to each charger/ battery pair using labview software. All battery pairs successfully charged except pair corresponding with tray 2. Once operating voltage was achieved, system would startup but observed that when powered down, and umbilical was removed, the system board would blink on and off in succession with pulsing of charger fans. Battery tray 2 ordered and replaced. Power conversion, and charger enclosures replaced per procedure. Power tray upgraded to be compatible with new power conversion enclosure. System function restored with all battery pairs regaining, and sustaining charge. System checkout performed with satisfactory results. It was unclear what component was the cause of the failure. (B)(4). Parts have been returned and are under analysis - no results are available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that there was a low battery. The system was left unplugged for an unknown period of time. As a result the batteries were damaged. There was no patient at the time of the event. It was reported that this was discovered while booting up the system prior to a case.

Manufacturer narrative:
H3, h6: the enclosure charger was returned to medtronic for analysis. Testing was conducted and the reported complaint was confirmed. Visual inspection confirmed dust in charger enclosure and matted on fans. It was cleaned and confirmed charger that, charger card foxvn was loosely seated. It was re-seated and installed in o-arm system c1416. The system initialized. Generator, communication and motion readied. Charging failed. Individual battery failure. H3, h6: the power conversion enclosure was returned to medtronic for analysis. Testing was conducted and the reported complaint was confirmed. Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, they were found to be shorted. Fdm 10, fdr 120, and fdc 4307 are applicable to the enclosure charger and power conversion enclosure analyses. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the kit svc bi71000195 tray o2 ias power (rev. 1 : s/n (B)(6) ) was returned for analysis. Analysis found that the both fuses in the power tray were verified and tested good. The power tray was installed into a known good system and the system powered on, booted, readied several times, and functioned as expected. Multiple 2d and 3d imaging were taken and were successful. No functional problem was found. Evaluation codes that apply to this testing: 10, 213, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.